Event description:
It was reported a stroke occurred. A left atrial appendage closure (laac) procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was advanced, deployed, and the closure device was successfully released in the laa. The patient also had a pulmonary vein isolation (pvi) with radiofrequency (rf) ablation procedure, and a new pacemaker placed post implant. Approximately two (2) hours post procedure, the post-anesthesia care unit (pacu) nurses called a stroke code for the patient. No further information was provided or available from the site.